Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that (1) hp052 demo handpiece not working properly. Only gives a solid tone when connected to the blade and foot pedal activated. There was no consequence to pt.